Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of clinical use at the time of the reported event. It was reported that the system was unable to start up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the flexvision pc failed to start up and checked the logfiles, which confirmed the flexvision pc error, os and app test failed and the hard disk of flexvision pc was defective. Fse replaced the hard disk and installed the system software. After the replacement of hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc failed to start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.